Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review summary: a patient status post motor vehicle collision with polytrauma was scheduled for placement of a vena cava filter. A venacavagram was performed and a filter was placed without complications. Approximately two months post filter deployment, CT of the abdomen was performed for pain and the filter location was noted with the tip at a portion just proximal to the junction of the right renal vein. The CT also demonstrated at least two filter feet extending through the medial wall of the inferior vena cava, penetrating up to approximately 6-7 mm. Approximately four month post filter deployment, the patient was scheduled for a filter removal procedure. The right internal jugular vein was accessed and an inferior venacavagram was performed demonstrating the hook of the filter positioned at the junction of the right renal vein and the inferior vena cava. Several attempts were made at snaring the hook of the filter but were unsuccessful. The left common femoral vein was accessed and hand injected inferior venacavagram was performed. Attempts at ballooning the tip of the catheter off the inferior vena cava was unsuccessful. The decision was made to leave the filter in place. The patient was in stable condition at the conclusion of the procedure. Approximately one year one month post filter deployment, the patient was scheduled for another filter removal procedure as it was indicated that the filter had migrated through the cava. An initial spot fluoroscopic image showed abnormal positioning of the filter and a left sided detached limb of the filter. The right internal jugular vein was accessed and a venacavagram was performed. And the filter was retrieved successfully. Spot fluoroscopic film after retrieval showed the detached filter leg in stable positioning. There were no complications. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two months post filter deployment, a CT demonstrated at least two filter feet extending through the medial wall of the inferior vena cava, penetrating up to approximately 6-7 mm. Approximately four months post filter deployment, an inferior venacavagram was performed demonstrating the hook of the filter positioned at the junction of the right renal vein and the inferior vena cava. Several attempts were made at snaring the hook of the filter but were unsuccessful. Approximately one year one month post filter deployment, the patient was scheduled for another filter removal procedure as it was indicated that the filter had migrated through the cava. An initial spot fluoroscopic image showed abnormal positioning of the filter and a left sided detached limb of the filter. Spot fluoroscopic film after retrieval showed the detached filter leg in stable positioning. Therefore, the investigation is confirmed for a detached filter limb, perforation of the ivc wall, migration of the filter, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4).

Event description:
It was reported through the litigation process that a patient had a vena cava filter deployed in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated, migrated to the heart, and was unable to be retrieved. The filter was successfully retrieved after an attempted but unsuccessful percutaneous removal procedure. It was further alleged that the filter detached and an attempt to remove the limb from the vena cava was unsuccessful. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months post deployment, computed tomography scan of abdomen and pelvis showed the filter migrated. Around two months later, filter retrieval was performed. A computed tomography study from two months ago showed at least 2 of the filter feet extending through the medial wall of the inferior vena cava, penetrating up to approximately 6- 7 mm. Several attempts were made at snaring the hook of the catheter with 3d reperfusion catheter, 3 d internal mammary catheters with both straight and angled sheaths. Both ensnare and gooseneck snares were advanced through these catheters and sheaths, and a 5-french pigtail was also used to try and dislodge the hook of the catheter from the wall of the cava. These multiple attempts at catheter and filter manipulation were unsuccessful and the decision was made to attempt to alter the angle of the filter. Attempts at ballooning the tip of the catheter off of the inferior vena cava were not definitely. Pigtail catheter manipulation of the filter from below did not definitely release the hook of the catheter from the junction of the cava and renal vein. Attempts at maneuvering the filter 0.018 wire into a more cephalocaudal position were not successful. Catheter-directed snaring was then again attempted from above and the hook of the catheter could not be grasped. Around nine months later, retrieval was performed. Findings: prior to the retrieval, fluoroscopic images showed that there was a fractured leg of the filter which was no longer intact with the main body. A 16 french sheath was placed to the level of the inferior vena cava. Using a wire, catheter and a goose-neck snare, the neck of the filter was lassoed. The filter was retracted back into the 16 french-sheath. Initial spot fluoroscopic image demonstrates abnormal positioning of the filter. The preprocedural image does demonstrate a left-sided, fractured limb of the filter. The spot fluoroscopic image post procedure demonstrates similar appearance and location to the fractured filter limb. Therefore, the investigation is confirmed for filter limb detachment, perforation of the ivc, migration of the filter and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: d1, d4 (product catalog no), d.6 (b)(date of explant), g1,h6 (device, method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a patient had a vena cava filter deployed in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated, migrated to the heart, and was unable to be retrieved. The filter was successfully retrieved after an attempted but unsuccessful percutaneous removal procedure. It was further alleged that a filter limb detached and an attempt to remove the limb from the vena cava was unsuccessful. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review summary: a patient status post motor vehicle collision with polytrauma was scheduled for placement of a vena cava filter. A venacavagram was performed and a filter was placed without complications. Approximately two months post filter deployment, CT of the abdomen was performed for pain and the filter location was noted with the tip at a portion just proximal to the junction of the right renal vein. The CT also demonstrated at least two filter feet extending through the medial wall of the inferior vena cava, penetrating up to approximately 6-7 mm. Approximately four month post filter deployment, the patient was scheduled for a filter removal procedure. The right internal jugular vein was accessed and an inferior venacavagram was performed demonstrating the hook of the filter positioned at the junction of the right renal vein and the inferior vena cava. Several attempts were made at snaring the hook of the filter but were unsuccessful. The left common femoral vein was accessed and hand injected inferior venacavagram was performed. Attempts at ballooning the tip of the catheter off the inferior vena cava was unsuccessful. The decision was made to leave the filter in place. The patient was in stable condition at the conclusion of the procedure. Approximately one year one month post filter deployment, the patient was scheduled for another filter removal procedure as it was indicated that the filter had migrated through the cava. An initial spot fluoroscopic image showed abnormal positioning of the filter and a left sided detached limb of the filter. The right internal jugular vein was accessed and a venacavagram was performed. And the filter was retrieved successfully. Spot fluoroscopic film after retrieval showed the detached filter leg in stable positioning. There were no complications. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two months post filter deployment, a CT demonstrated at least two filter feet extending through the medial wall of the inferior vena cava, penetrating up to approximately 6-7 mm. Approximately four months post filter deployment, an inferior venacavagram was performed demonstrating the hook of the filter positioned at the junction of the right renal vein and the inferior vena cava. Several attempts were made at snaring the hook of the filter but were unsuccessful. Approximately one year one month post filter deployment, the patient was scheduled for another filter removal procedure as it was indicated that the filter had migrated through the cava. An initial spot fluoroscopic image showed abnormal positioning of the filter and a left sided detached limb of the filter. Spot fluoroscopic film after retrieval showed the detached filter leg in stable positioning. Therefore, the investigation is confirmed for a detached filter limb, perforation of the ivc wall, migration of the filter, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. It is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4).

Event description:
It was reported through the litigation process that a patient had a vena cava filter deployed in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated, migrated to the heart, and was unable to be retrieved. The filter was successfully retrieved after an attempted but unsuccessful percutaneous removal procedure. It was further alleged that the filter detached and an attempt to remove the limb from the vena cava was unsuccessful. There was no reported patient injury.